Manufacturer narrative:
(B)(4). This event was previously reported under 0001825034-2017-09890. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet us manufactures a similar device that is cleared or distributed in the united states under 510(k) k945028. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent knee revision approximately three months post-implantation due to locking bar backing out. The poly insert and locking bar were revised. No further information has been provided at this time.